Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the atrioventricular fistula brachial cephalic. A 8.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 20 atmospheres for 30 seconds. The device was removed, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3: date of event: used the procedure date provided as event date.

Manufacturer narrative:
B3: date of event: used the procedure date provided as event date. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the shaft was detached on 2 locations along the shaft. The first shaft detachment was located 2mm distal from the distal end of the strain relief. The second detachment was located 30mm distal from the proximal balloon bond. The inner shaft was noted to be accordioned. A visual examination of the balloon material identified a circumferential tear. The rated burst pressure for this device is 20 atmospheres. A visual examination observed no damage to the tip of the device. A visual examination found the markerbands to be detached from the shaft. The detached markerbands were not returned with the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the atrioventricular fistula brachial cephalic. An 8.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 20 atmospheres for 30 seconds. The device was removed, and the procedure was completed with a different device. No patient complications were reported.